Event description:
Pt with long history of sick sinus syndrome and prolonged pauses and syncope. Monitor revealed the pacemaker was not sensing or capturing properly. Pt admitted on 6/7 to implant new lead.